Manufacturer narrative:
E1, initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a flickering screen. The issue was found during a diagnostic colonoscopy inspection procedure. There were no reports of patient harm.